Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface central processing unit and installed new backlight inverters. The ventilator passed self-tests.

Event description:
It was reported that the ventilator did not pass power on self tests. Although requested, patient involvement information was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The ventilator was on a patient at the time of the event. There was no harm to the patient as a result of the event.